Manufacturer narrative:
(B)(4). (B)(4). Firing trigger teeth. Eval summary: the analysis results found that the atg45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firing causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a pharyngeal pouch procedure, the device was difficult to fire and upon investigation, it was clear that the staples had been deployed but the knife blade failed. A second cartridge was inserted (both green cartridges used) and fired on the pt. Again staples deployed but no blade transected tissue. The surgeon aborted operation as was not comfortable to continue following device failure and pt will have to return to theatre for repeat surgery. There were no adverse consequences for the pt. No add'l info has been provided to date.